Event description:
Caller reported experiencing several alarms, specifically alarm 2 followed by alarm 26, indicating previous occlusion events. These events caused the customer's blood glucose level to read as "high," with a specific value not known. To address the high blood glucose, customer performed a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Customer resolved the issue by changing the infusion set and cartridge to resume insulin delivery, and there was no necessity for additional assistance. Customer was not experiencing frequent or recurring occlusion issues, and the case was closed by technical support.